Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 5 and 24 hours. They reported the pod leaked insulin and when removed from the infusion site (abdomen) the cannula was found to be dislodged. As treatment, a new pod was successfully applied. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.